Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 09nov2018. Trouble shooting with philips technical support the customer stated there are no relevant codes in the unit and he can¿t reproduce the issue. Customer stated user may have been new to the esprit. Philips technical support advised customer that with no more detail than what has been provided, and no codes, the only recommendation is to perform a passing pvt before placing unit back into service. Customer reported the unit is working fine.

Event description:
Customer reported that end user stated that the unit alarmed "100% o2". No patient/user harm reported. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report: 09nov2018. Date of manufacturer: 09nov2018.